Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer powers on device and receives the error message 200.5040. Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: customer powers on device and receives the error message 200.5040. Assisted customer to identify the software version of the syringe module (v9.15). Identified the software version on the pcu (v9.33.1). Explained to customer they would have to update the software version on the 8110 syringe to v9.33 as well to be compatible with the pcu version 9.33. Sent customer information to our contracts department to receive the version 9.33 software. Customer will be contacting their sales rep to get updated on activities being executed at their facility. They will call back, if any further assistance is needed. End call.